Event description:
During final tightening the hex tip of the driver broke off in the screw hex. The tip could not be removed from the hex and the surgeon left the screw in place. As an unintended portion of the device was left in the body an MDR is being filed to document this event.